Event description:
It has been reported to philips that the display was blank. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The display that was blank was the hemodynamics monitor. The hemodynamics could still be displayed on the stand alone hemo monitor. The philips service engineer inspected the system onsite and confirmed that hemodynamics would not display on the monitoring control and surveillance (mcs). The service engineer replaced the display monitor, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. The essential performance of the allura system is x-ray. The system has the option to display other video sources on the screens. The hemodynamics were still available on the stand alone monitor. Based on new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is re-evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.